Event description:
The surgeon inserted a cc4204bf single piece collamer lens. The lens would not center in the eye. The incision was enlarged to remove the lens and a three piece lens was inserted. A suture was required to clos the wound.